Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 400 mg/dl at the time of incident. The customer's current blood glucose was 301 mg/dl. The customer stated their blood glucose has been ranging between 400 mg/dl and 500 mg/dl. The customer was treating their blood glucose with manual injections. The customer declined to troubleshoot. The customer declined to return the insulin pump for analysis.